Event description:
The customer reported that during transport an unexpected shutdown and a low battery message was displayed at the time of the incident. The customer communicated to the call center that a low battery may have attributed to the shutdown. The device was being used in monitor mode while transporting a stable patient to another hospital. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that during transport an unexpected shutdown and a low battery message was displayed at the time of the incident. The customer communicated to the call center that a low battery may have attributed to the shutdown. The device was being used in monitor mode while transporting a stable patient to another hospital. There was no negative patient impact. The customer call center representative advised the customer how to run op check. The op check passed. A check of the status log showed only main software entries. A check battery capacity was 96%. The customer claims the battery is showing a full charge now, and didn't before. It was stated by the biomed that the unit was most likely disconnected from ac power which in turned drained the battery. The hospital biomed charged the batteries, checked the battery capacity and ran a successful op check. The device passed all testing. The device remains in use at the customer site.